Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed more than 6 years since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the switching operation between wli and nbi or the malfunction of the led unit, due to a deterioration for long-term use.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the repair center of olympus (B)(4) (oekg), it was found that the nbi endoscopic image was greenish and the normal endoscopic image was reddish due to the failure of the purple led of the led unit. There was no report of patient injury associated with this event.